Event description:
The MFR was recently notified by a third party of an adverse event occurring approximately one year ago. It was reported to the MFR that as the physician was implanting an intraocular lens with the unfolder system the trailing haptic was noted to be broken as it emerged from the insertion cartridge. During efforts to remove the damaged device from the pt's eye, the doctor observed the broken haptic to cause a tear in the central portion of the posterior capsule. An anterior vitrectomy was performed and a secondary lens implanted in the posterior capsule. The phyiscian elected to remove the secondary lens through an enlarged incision when he was unable to adequately center the device. A third lens was subsequently implanted in the anterior chamber.